Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's trial procedure was aborted due to the patient's heart rate dropping significantly. Although the patient's heart rate had normalized by the time emergency vehicles had arrived, to be cautious, the patient was taken to the emergency room. No additional information is available at this time.